Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement alarm and drive count or time values or changes incorrect for moving or coasting. Too slow or too fast alarm. The customer¿s blood glucose was unknown at the time of incident. The customer also state that displacement test did not passed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with constant drive count during rewind. During visual inspection, motor, electronics stack, home switch and force sensor was corroded. Unable to perform prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due constant no motor movement. Unable to verify motor related error due to constant drive count.